Event description:
Healthcare professional reported left side ¿capsular contracture, baker grade iii¿, ¿extra capsular liquid collections¿, ¿intra capsular rupture¿, ¿lymph node more pronounced at the depth of the left axillary extension¿, and ¿microcalcifications scattered across the breast parenchyma bilaterally." The device remains implanted.

Manufacturer narrative:
Continued h6: f2203 - imaging required. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: not observed rupture in the device. Seroma-late: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Calcification: not observed calcification on the device. Additional observations: deformation device observed on the device. Cloudy observed in the gel.

Event description:
Physician reported left side "capsular contracture event on an unknown side breast" [baker grade unknown]. An ultrasound showed "extra capsular liquid collections" and "the possibility of intra capsular rupture". Mammography showed "microcalcifications scattered across the breast parenchyma" and "lymph node more pronounced at the depth of the left axillary extension". Physician further reported ¿mastalgia for 12 months, associated with occasional hardening. Periods of exacerbation and calm. On examination: pain on palpation on superior left quadrant. [Capsular contracture] baker iii¿. The device has been replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
The events of capsular contracture, baker grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿capsular contracture, baker grade unknown¿, ¿extra capsular liquid collections¿, ¿intra capsular rupture¿, ¿lymph node more pronounced at the depth of the left axillary extension¿, and ¿microcalcifications scattered across the breast parenchyma bilaterally." The device remains implanted.